Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was feeling normal but the cgm reading was low. So the daughter treated him with pies and sugar, however the cgm reading continued low. The daughter was worried and they did not had a bg meter to confirm so she took the patient to the hospital around 11:00 pm. At the hospital they took a bg reading which was 785 mg/dl and the cgm reading was stuck on low. The patient was treated with insulin and IV fluids. The patient was discharged the next day at 7:00 am, and at that time the bg reading was 340 mg/dl . At the time of the report the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.